Event description:
PICC placed on 9/7/97. Within next 24 hours, upper extremity became swollen, red-streaked and tender. Pt became febrile. Area of redness increased in spite of local care. PICC pulled on 9/9/97. Question possible silicone reaction.